Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with a known working battery. The device powered up, ran a loaded set and powered the device off with no discrepancies on the battery. The wireless battery module (wbm) and the device becoming disconnected from ac power is the cause for the improper shut down. The wbm will be sent for further evaluation. Idea testing was performed with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump powered off without user input during an infusion. While in the emergency room, the patient was receiving an unspecified infusion via the spectrum pump. The pump was plugged in during the infusion. The patient¿s vitals were monitored on a central station when the medical team noticed the patient¿s vitals ¿were drastically changing and the patient started coding.¿ upon entering the room the team observed the IV pump was off. The pump did not alarm infusion complete. The nurse turned the pump back on and saw the ¿improper shutdown message.¿ as per the staff, ¿nobody had touched the pump since programming.¿ the pump was swapped. The patient recovered. No further information was available at the time of this report.

Manufacturer narrative:
Investigation findings and conclusion codes. Additional information/correction h11: the device was received for evaluation. The customer reported issue was reproduced during testing of the device when used with the customer supplied battery. The device would shut off without notice. It was observed that the customer battery had corrosion on the left battery pin. A review of the event history log for the reported event date does show an "improper shutdown" message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was verified. The cause was determined to be corrosion on the battery contacts on the battery module. The pump functioned correctly when used with a known good battery. Should additional relevant information become available, a supplemental report will be submitted.